Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh assay ver. 2 on a cobas e 801 analytical unit. The initial values were reported outside of the laboratory and questioned by a doctor. The samples were repeated and the repeat values were deemed correct. The first patient sample initially resulted in a tsh value of < 0.005 uiu/ml with a data flag and repeated as 1.29 uiu/ml. The second patient sample initially resulted in a tsh value of < 0.005 uiu/ml with a data flag and repeated as 0.746 uiu/ml. The tsh reagent lot number was 63916901, with an expiration date of (B)(6)2023.

Manufacturer narrative:
On the last calibration, calibration signals for one level of calibrator were slightly lower than expected. Quality controls were within range on the day of the event. Upon review of the alarm trace, a low signal alarm was observed. The field service engineer replaced the measuring cell. An instrument check was performed and passed. The customer ran controls and these recovered within the customer's specifications. The investigation determined the service actions resolved the issue.